Event description:
Consumer stated she bought the twistable flossers for her two year old son. The second time they used them, her son had it is his hand for 2 seconds before he chipped his front tooth.